Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead triggered an alert for undefined high impedance measurements. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.